Manufacturer narrative:
Product event summary: analysis found that the cable passed all visual incoming testing with no anomalies found. The reported event could not be confirmed. No intermittent connection was found when the cable was bent or manipulated.

Event description:
It was reported the surgical cables for the atrium measured an impedance of 4000 ohms. The physician repositioned the lead and measured again but the surgical cables for the atrium measured the same quantity. Then the surgical cables for ventricles were used and the impedance measured was around 508 ohm. (The surgical cables are formed by 2 crocodile cables for the atrium and 2 crocodile cables for the ventricles). The problem was in the 2 cables for the atrium. The cables were returned. No patient complications have been reported as a result of this event.